Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+1.5/081 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was not exchanged for another lens.

Manufacturer narrative:
The doctor replied that the patient did not want the operation for the time being, and the patient was in good condition. (B)(4).

Manufacturer narrative:
The lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).